Event description:
Pt undergoing CT scan when significant infiltration of contrast dye occurred. Infiltration was into dorsum of left hand. Compartment syndrome of left hand and forearm resulted. Pt underwent emergency multiple fasciotomies on 2/1/94 and debridement and closure of wounds on 2/22/94. Contrast injected via this co's pump with remote control. No pressure alarm sounded during the injection and the entire syringe of contrast was injected.